Event description:
It was reported by service report that the fowler welds were broken, possibly exposing sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.

Manufacturer narrative:
Results: fowler.